Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine wether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 11:57 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history. At 6:19 pm the pod was deactivated and he noticed the cannula looks bent.